Event description:
It was reported that during a ptca / stenting treatment procedure involving a calcified and 80% stenotic lesion in the proximal portion of the lad coronary artery, the maverick2 monorail balloon was suspected to have ruptured at 4 atm's on the initial inflation when extrusion of dye into the vessel was noted distal to the balloon. The maverick2 monorail balloon was being used for pre-dilatation of the lesion for placement of a cypher stent. The patient was stable during this event. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully, complete the ptca / stenting procedure. A 6f cordis introducer sheath, an acs balance guidewire (size unknown), a 6fr jl4 guide catheter and an encore inflation device were also used in this case. Patient status is reported as "satisfactory".